Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no discrete periprosthetic fracture is identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00588003012, 12mm height size c articular surface with hinge post extension, lot 65672136. 00598801215, 15mm diameter 30mm length straight stem extension combined length 75mm 15mm diameter 30mm length straight stem extension combined length 75mm, lot 67279702 00588001302, right size c cemented option femoral component, lot 66671292. G2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had undergone a primary right total knee arthroplasty. Subsequently, the patient underwent a revision due to fall and dislocation approximately 2 years and 6 months. Now, approximately 3 months post revision, the patient has undergone a second revision due to periprosthetic fracture of the tibia. Attempts have been made and no additional information is available.